Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic following the onset of dizziness. The system was checked and it was reported that loss of capture, oversensing due to noise, and high pacing impedance were noted on the right ventricular (rv) lead. The physician believes that the cause of the event was due to user error where the rv lead was inserted and attached into the header of the device incorrectly. The pocket site was re-opened and the rv lead was detached and re-attached to the header of the device to resolve the event. The patient was stable with no consequences. Electrical parameters were within normal range following the procedure.